Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as <6 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no evidence of filter deformation or migration with filter tilt of 3.4 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of <6 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 19.3 degrees of filter tilt in the oblique view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the celect-pt filter was deployed with no significant tilt just cranial to the apex of curvature of ivc, but an oblique x-ray acquired after the placement, demonstrated a 20° significant posterior tilt relative to the anterior margins of vertebral bodies. However, no cross-sectional imaging or oblique venogram was performed to demonstrate the true course of the ivc relative to vertebral bodies in this projection. Given the discrepancy seen on the ap projection, this degree of posterior tilt is likely a gross overestimation, but to what extent is indeterminate on the provided images. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as <6 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no evidence of filter deformation or migration with filter tilt of 3.4 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of <6 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 19.3 degrees of filter tilt in the oblique view. Patient outcome: the patient remains in the study.